Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a pump error indicating the motor arm cannot communicate with the main arm. The customer was able to clear the alarm and rewind the device. A self-test was performed. A pump error alarm indicating the one-minute non-destructive ram test failed as well as a hardware low level failure alarm occurred. There was no clear indication that the alarm was cleared. The customer¿s blood glucose was unknown. The customer will monitor the insulin pump. The insulin pump will not be returned for analysis.